Event description:
As reported to coloplast though not verified, pt implanted with aris trans obturator mesh on or about (B)(6) 2006. Later pt experienced severe pain, recurrent urinary tract infection, abnormal bleeding, bowel problems and recurrence of pelvic organ prolapse.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.